Event description:
A codman intracranial pressure monitor was placed intraparenchymal to assess for increased intracranial pressure. The device was zeroed per MFR's specs but after surgery began reading consistently negative numbers. After two days of mostly negative numbers the intracranial pressure monitor was removed to see if it had drifted from its zero point. The monitor read -7 mm hg prior to removal and 6 mm hg immediately after removal. If the device has 6 mm hg of drift or more over 48 hours, this is a dangerous. It is even more dangerous for the monitor to read -10 mm hg less than actual. The monitor is thus unreliable in this situation and poses a threat to delay or prevent a neurosurgeon from rendering appropriate live saving interventions based on the faulty reading of the monitor.